Manufacturer narrative:
Abbott field service inspected the analyzer, replaced the cuvette drying tip as a precaution, calibrated the sample pipettor and manually cleaned the cuvettes which were dirty. The dirty cuvettes were identified to be the likely cause. A review of the service history for the architect serial (B)(4) identified no additional contributing factors and no subsequent issues of discrepant or inconsistent results have been reported. A review of complaint and trending data for the cuvettes identified no issues or trends. A review of tracking and trending data in the product monitoring review for clinical chemistry systems revealed no systemic issues or trends related to the erratic result issue described in this complaint. The erratic result rates were reviewed and are within acceptable limits with no trends identified. Manufacturing documentation associated with the cuvettes were reviewed and did not identify any issues. Labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the architect c4000 analyzer was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Patient information: no specific patient information is available.

Event description:
The customer reported a falsely elevated architect magnesium result while using the architect c4000 analyzer. The customer uses a normal range of 1.2 to 1.8 mg/dl. The sample generated 6.95 mg/dl and rests on original analzyer 1.74 mg/dl and alternate analyzer 1.76 mg/dl. No impact to patient management was reported.